Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 141 mg/dl at the time of the report. Troubleshooting was performed and found that the time and date were incorrect on the insulin pump. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.